Event description:
During a percutaneous transluminal septal muscular ablation treatment procedure, the maverick otw balloon lost pressure at 3 atm's on the inital inflation. The patient was asymptomatic during this event. The maverick otw balloon was removed and replaced with another maverick otw 2.0/9mm balloon catheter to successfully complete to the procedure. A 0.014" choice pt guidewire, and a mach 1 guide catheter (size unknown) were also used in this case, but the type and size of introducer sheath and which inflation device was used are unknown. Several attempts have been made to obtain additional information regarding this event, but the details of the procedure remain unclear. Patient status is reported as "good".